Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited helix issues during implant. The procedure was completed successfully however the following day there was evidence of high threshold and high out-of-range impedance measurements. Radiological imaging confirmed good lead-to-device connections. Surgical intervention was performed to replace the lead but was complicated as the helix would not properly retract. Besides the additional intervention there were no additional adverse patient effects. The patient was not dependent on ra therapy.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
New information received indicates that there was also evidence of ra loss of capture (loc).